Event description:
It was reported that after several attempts at getting the trial liner screw engaged, it was cross threaded into the cup to get it to stay.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Eval summary: it is unk if instructions per the surgical technique were followed. The provisional locking screw was designed so that it can be assembled and disassembled from the provisional liner for the device reprocessing. If the screw is not properly aligned with the mating threads of the implant/provisional shell, the screw may not go in. The condition of the screw and liner are unk. With the info provided, the exact cause of the issue cannot be determined. Eval: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.